Event description:
Patient in supraventricular tachycardia (svt), not able to obtain a blood pressure with new cuff after multiple attempts. A new cuff obtained from another package, and blood pressure obtained on the first attempt.